Event description:
It was reported that the patient was scheduled for a "routine" pump replacement in 2007; the catheter was also revised during the surgery. The hcp injected the local anesthetic and thinks that he may have punctured the catheter with the needle, as when he attempted to remove the catheter, it broke. The hcp trimmed about 1 cm from the implanted catheter and used a revision kit to splice the two ends together. The hcp used a tb syringe to remove 1cc of drug/cerebrospinal fluid from the catheter. The sterile water was removed from the pump reservoir and the drug injected into the pump. The pump was then programmed in flex mode to deliver the same dose as prior to surgery. The pump contained morphine 25 mg/ml, ropivacaine 10 mg/ml, and compounded baclofen 25 mcg/ml). The patient expired the following day; the cause of death was under investigation and the coroner sent drug for analysis. The disposition of the device is unknown. A follow-up report will be sent if additional information becomes available to us.